Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nurses unable to access patient information. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information could not be accessed. The technical support specialist (tss) found issue was caused by the removal of the "nurse" role from the server, which resulted in missing permissions for affected users. Audit logs showed that the role was renamed and then deleted. A list of affected active users was retrieved and shared with the customer. The customer confirmed resolution. The system functioned as intended after the technical support specialist troubleshot the device.